Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The products were not returned to abbott vascular for analysis. A review of the electronic lot history records (elhr), corrective action tracking system for the web (catsweb) database review for these products were not performed since the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of perforation and myocardial infarction are listed in instructions for use guide wire hi-torque guide wires, as known patient effects of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatments and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying that a pilot 50 and whisper guide wire, using the deep wire crossing technique, may be related to perforation requiring pericardiocentesis, myocardial infarction, and urgent re-vascularization. Details are listed in the attached article titled, "the deep-wire crossing technique: a novel method for treating balloon-uncrossable lesions".